Event description:
It was reported that an endovascular stent graft moved to the subclavian vein immediately after deployment at the venous anastomosis in an upper arm loop graft. A pta balloon dilatation catheter was inserted and the stent graft was successfully pulled back to the venous anastomosis, with approx 1 cm of the stent graft placed within the av graft. Another endovascular stent graft was deployed at the intended treatment site overlapping the first stent graft by approx 2 cm. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The stent graft remains implanted and the delivery sys was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.